Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during the procedure, the nurse "checked the device to connect to holder" and noticed small cracks around the stimloc component; the cracks were "around pin holder hole on slide of stimloc". The device also "would lock into the holder". A new stimloc was used and the event was considered resolved. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the only issue found was around the holder hole, which was where the small cracks were noted by the scrub nurse as they were taking the device out of the box and were clipping the holder onto it. It was also stated that the nurse also noticed that it wasn't as firm as it was normally. The rep then confirmed that the remaining stimloc were unaffected and used without issue. The cause of the cracks was stated to be not determined. No further complications were reported/anticipated.

Manufacturer narrative:
The material around the holder hold and to the edge of the clip appeared to have melted or been formed incorrectly. The tool did not attach well to the clip with this anomaly. The clip did not work to hold the lead in a known base and cap. Upon review of the analysis results, it was determined that (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.